Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced during routine generator exchange. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported g4 and b5 should have been jun 21, 2021 instead of jun 22, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on the right ventricular (rv) lead. On (B)(6) 2021, the rv lead was capped and replaced during routine generator exchange. There were no patient consequences.